Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had issue swallowing the capsule. After a couple of tries, the patient was unable to swallow the capsule and the study was cancelled. There was no patient and user harm.